Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the evaluation is complete.

Event description:
It was reported that the device was heating up. The customer had no further information at the time the event was reported. Attempts were made to collect additional information from the account. It is unknown if there was patient involvement or adverse consequences.